Manufacturer narrative:
The initial MDR 2432235-2016-00792 was filed on december 20, 2016. Additional information (01/03/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse checked all probe positions, all wash port alignments and water flow ports and all mixer positions and operation. The cse found mix1 mixing rod to be bent. The cse replaced mix1 mixing rod. The cse checked the dilution washer (dwud and reaction tray washer (wud) position and aspiration for all probes and operation of the valves. The cse checked the pumps for leaks, and found no leaks. Cse replaced reagent probe 1 and reagent probe 2 pump seals. The cse ran wash2 and precision, resulting in range. The cause of the discordant, falsely elevated creatinine_2 results result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely elevated creatinine_2 results were obtained on two patient samples on an advia 2400 instrument. The initial results were reported out to the physician(s), who questioned the result. The customer repeated the same sample on the same advia 2400 instrument, resulting within the expected range. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated creatinine_2 results.